Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported through a medwatch (mw5085581) that a patient called to report an event involving his stryker locking device. Patient stated he previously had an ankle injury and subsequently had ankle surgery in 2018 where he had a stryker locking device placed in his tibial to help hold the bone pieces together. Patient stated in 2018 the rod broke, and now he is looking into getting a second surgery.